Manufacturer narrative:
H.6. Investigation: a complaint of a faulty hub was received from the customer. No product or photo was returned by the customer. The customer complaint of connector defect could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 19125945 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of adapter defect with lot #19125945 regarding item #2000e.

Event description:
It was reported that ll vlv adpt(stand alone) hub was faulty. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: 19125945 it was reported that the hub (needle-free connector) was faulty, resulting in the blood draw to be very "foamy". Verbatim: after accessing the patient's peripheral intravenous line (piv), the blood draw for patient's lab was noted to be very "foamy". Checked the hub for tightness, it was secured firmly. The hub was changed and the blood draw was normal, suspect that the original hub applied was faulty. Original hub and packaging were retained as per managers request.

Event description:
It was reported that ll vlv adpt(stand alone) hub was faulty. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: 19125945 it was reported that the hub (needle-free connector) was faulty, resulting in the blood draw to be very "foamy". Verbatim: after accessing the patient's peripheral intravenous line (piv), the blood draw for patient's lab was noted to be very "foamy". Checked the hub for tightness, it was secured firmly. The hub was changed and the blood draw was normal, suspect that the original hub applied was faulty. Original hub and packaging were retained as per managers request.

Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-10-30

Manufacturer narrative:
The initial reporter also notified the FDA on 30 october, 2020. Medwatch report # (B)(4). Report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) hub was faulty. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 19125945. It was reported that the hub (needle-free connector) was faulty, resulting in the blood draw to be very "foamy". Verbatim: after accessing the patient's peripheral intravenous line (piv), the blood draw for patient's lab was noted to be very "foamy". Checked the hub for tightness, it was secured firmly. The hub was changed and the blood draw was normal, suspect that the original hub applied was faulty. Original hub and packaging were retained as per managers request.